Event description:
It was reported that the exudate was pooling under dressing and not being absorbed by the dressing. Thick drainage, seropurulent. The nurse checked and the dressing was put properly but the drainage was sitting on the wound bed and not taken up by the dressing.

Manufacturer narrative:
(B)(4)